Manufacturer narrative:
Occupation is unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was receiving an unknown drug at an unknown concentration and dose via intrathecal drug delivery pump for non-malignant pain. It was reported that the patient was "yet again" going to have surgery to have a defective device (pump) removed from her body. The patient's procedure was at 8:45 am, (B)(6) 2018. There were no reported symptoms. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the implantable infusion pump (B)(4) found a stall due to wear and/or lubrication and/or corrosion and a stall due to shaft bearing. If information is provided in the future, a supplemental report will be issued.